Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: breast pain and generalized illness. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported via mw5090578 that a female patient underwent a breast surgery with unspecified mentor saline breast implants and experienced postoperative symptoms. The patient reported that their symptoms included breast pain, chronic fatigue, and other unspecified symptoms which she associates with breast implant illness. No device issue, such as rupture, was reported. As a result, the patient reported that she underwent bilateral explantation. At the time of this report, the patient's explantation date is unknown. This report is for the patient's left-sided device.